Event description:
Probe began to freeze during the first ten min freeze. Dr protected pt skin with water drip during the rest of the procedure. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No pt injury was reported.